Manufacturer narrative:
The device was discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia automated pd sets had patient line caps that were falling off at various stages of peritoneal dialysis (pd) therapy (in packaging, out of packaging, during set ups). There was no report of patient injury or medical intervention associated with this event. No additional information is available.